Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The insulin pump was not on auto mode. The customer also stated that there was a burn mark on the insulin pump screen and insulin pump was not turning on. Customer stated that the scratch was on the lcd screen. Customer stated that they could not read the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank white lcd due to cracked lcd controller. Device received with missing segments due to cracked lcd glass. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test due to display anomaly. P-cap or reservoir locked properly in place. Device received with minor scratches on the display window.